Event description:
On (B)(6), 2019, the customer reported that there was a hydraulic leak in the ort200 operating room table. There was no patient involvement.

Manufacturer narrative:
An imris customer service engineer (cse) was on-site to resolve the issue. The cse replaced the gasket between the ort200 table's hydraulic pump and the hydraulic fluid reservoir to resolve the leak. The gasket exhibited degradation over time. This MDR is being submitted outside of the required timeframe as part of remedial action initiated by the manufacturer, in response to internally identified issues regarding failed electronic submissions through webtrader.